Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device with batteries was initially returned to an approved service provider for evaluation. The customer's reported problem was observed during testing. However, during the evaluation with the returned batteries, no errors were duplicated and the batteries were not found to be depleted. The device was forwarded to zoll medical corporation, united states for further testing. The device passed all testing using new batteries with no errors. The device was scrapped. The batteries used were not returned with the device to zoll, united states. A replacement device was sent to the customer. Review of the device logs did show a critical error. This claim is being closed as observed in device data. Analysis of reports of this type has not identified an increase in trend.